Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose of 32 mg/dl and customer has to press buttons for too many times to perform routine functions like to deliver bolus. Customer¿s blood glucose was 100 mg/dl, 95 mg/dl to 105 mg/dl and current blood glucose was 140 mg/dl to 150 mg/dl. Customer was treated with food and glucose tablets. Customer stated that insulin pump had issues with priming as it could not force insulin. Customer declined troubleshooting for low blood glucose. Insulin pump will not be returned for analysis.